Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: when unfolding the specimen retrieval bag, there is a piece of plastic which is not stocking to the device and might stay behind in the patient.